Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station did not communicate due to facility power. A field service engineer guided customer manual accessing of cubie to resolve the issue. The system functioned as intended after the field service engineer guided the customer.

Event description:
It was reported when using the bd pyxis medstation es system did not communicate, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.